Event description:
It was reported that the right atrial (ra) lead was not pacing. An x-ray revealed that the ra lead had dislodged requiring repositioning. During the repositioning procedure, after the parameters were checked and accepted, the fluoroscopy showed that after 20 or more turns the drive mechanism and the indicator ring separated but there was not a gap in the indicator ring. After several attempts to extend and retract the helix only one attempt was successful. It was reported that the lead was damaged. The ra lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned and analyzed and the lead was stretched. It was also noted that the proximal conductor was distorted, the inner insulation was kinked buckled and the outer insulation was breached cut. There was blood in/on the helix mechanism and sleeve head. The guidetooth was damaged and it appeared that the lead was damaged during explant.